Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced this event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information available, the reported difficult leaflet grasping and single leaflet device attachment were due to challenging anatomy (large atrium and bileaflet prolapse). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient had a very challenging anatomy with extremely large atrium and bi-leaflet prolapse. The first clip delivery system (cds) was advanced to the mitral valve and the first clip was implanted successfully. A second cds was advanced to the mitral valve and grasping was performed with difficulties due to the anatomy. The clip was deployed lateral to the first clip successfully. There were no difficulties with visualization and leaflet coaptation, and insertion was satisfactory at the time of the procedure. Two clips implanted, reducing mr to 3-4. On (B)(6) 2020, a control echocardiogram was performed, which found that the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr remained at 3-4 and there was no tissue damage noted. Patient will be evaluated for what is the next best option for treatment. No additional information was provided.